Event description:
It was reported that, "upon visual inspection, it was noticed that the handle was cracked. The handle will be sent back to the local office to return to stryker corporate. A new replacement handle has already been ordered."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.